Manufacturer narrative:
Account found that the cable that plugs into the p4 on the scale board was not seated all the way. Account reseated this connector and pulmonary percussion module functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleges the bed is placing a local ppm call, but not to the nurse's station.